Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's implantable neurostimulator (ins) was infected. Wound breakdown and puss noted in left chest. Ins and extensions were removed and leads were capped.

Event description:
It was reported that on (B)(6) 2023, the healthcare provider (hcp) stated that the patient had a revision surgery due to a wound infection. The patient's implantable neurostimulator (ins) and extensions were removed and the deep brain stimulation (dbs) leads remained in use, but inactivated. Additional information was received reporting that the patient had an infection of the ipg site that resolved without sequelae (B)(6) 2023. A cect scan was performed, which indicated no inflammation or fluid collection around the brain leads. Medications were administered; the patient started on oxacillin 2 g every 4 hours postop for better cns penetration on (B)(6) 2023. Explanted dbs ipg and dbs extension on (B)(6) 2023. This event resulted in in-patient hospitalization, prolongation of existing hospitalization, emergency room visit, and unscheduled clinic or office visit. Etiology was causally related to the device or therapy, and not related to the implant procedure. Incisional site/device tract was the neurostimulator pocket, lead/extension track. 3 days of swelling, erythema, and purulent drainage from left chest ipg wound. At the time of presentation it was red, hot and swollen to approximately the size of a baseball. This event required in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
Continuation of d10: product ID b3400040, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type extension. Product ID b3400040m, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.